Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, d4, d10, g4, g7, h2 ,h3, h6, and h10. Product evaluation information can be found in the following fields: h6 and h10. A review of the instrument log for the maryland bipolar forceps (470172-16/n14190923 0232) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system sl0181. The alleged event occurred on the 7th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. 4307 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have damage of the conductor wire¿s insulation at the distal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The event date has been corrected from 07-july-2020 to 23-july-2020.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The product's sequence # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs of damaged conductor wire insulation. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank initial reporter is not available.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the insulation in the tips of the maryland bipolar forceps instrument had retracted, exposing wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional information about the reported event. However, as of the date of this report, no further details have been provided.